Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a scheduled procedure. Customer stated that the unit displayed a blue and black screen prompting for a password after being rebooted. The nature of the scheduled procedure was not disclosed. Customer confirmed that the required medication was acquired from a different operating room. There was no delay to the procedure's start. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the device's solid-state drive was loosely connected to the station's docking board. The field service engineer replaced the docking board and reseated all components to resolve. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a scheduled procedure. Customer stated that the unit displayed a blue and black screen prompting for a password after being rebooted. The nature of the scheduled procedure was not disclosed. Customer confirmed that the required medication was acquired from a different operating room. There was no delay to the procedure's start. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-may-2021 to 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power cable to ssd seemed loose on docking board side. The field service engineer replaced the docking board and reseated all cables to docking board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported that a pyxis anesthesia es system unexpectedly stopped responding during a scheduled procedure. The customer stated that the unit displayed a blue and black screen prompting for a password after being rebooted. The nature of the scheduled procedure was not disclosed. The customer confirmed that the required medication was acquired from a different operating room. There were no adverse events or injuries reported based on this event.